Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all acid collective concentrate products shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Acid collective concentrate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted at the completion of these activities. Clinical investigation: there is no documentation supporting the possible association between the patient (pt) developing chest pain during a hemodialysis treatment and any fresenius products. Additionally, there is no allegation against any fresenius products. The dialysis machine was not removed from service and continues in use without any issues. However, it is likely that the pts¿ chest pain was related the pts¿ significant history of coronary artery disease which required a four vessel coronary artery bypass graft.

Event description:
The user facility reported an adverse event that occurred while a patient underwent their first scheduled hemodialysis (hd) treatment. A patient with past medical history of end stage renal disease (esrd) on peritoneal dialysis (pd) was admitted to the hospital on (B)(6) 2016 due to problems with the pd catheter and was subsequently diagnosed with peritonitis. The catheter was removed and the patient was transitioned to hemodialysis on (B)(6) 2016. A perm cath was placed in the patient's chest for hd access. Prior to the patient's initial hd treatment on (B)(6) 2016, the patient's troponin level was reportedly found to be elevated to 7.89 and the patient arrived for treatment on cardiac telemetry. However, the physician approved the patient to begin hd therapy. The patient¿s pre-treatment assessment revealed the following: patient denied pain; flow from the dialysis catheter was good; lung sounds revealed crackles auscultated over bilateral anterior lungs (patient breathing "easy"); patient was receiving oxygen (o2) at 4 liters (l) per minute (min) via nasal cannula with an o2 saturation rate of 94%; moderate generalized edema noted with a regular heart rate; patient alert and oriented to person, place, and time. Systemic heparin was not used. The hd therapy was initiated at 9:15 am, however, the patient¿s blood was returned at 9:45 am due to a ¿non-working¿ catheter. Activase was placed in the lumens of the catheter to improve catheter flow and allowed to dwell as ordered. The treatment was resumed at 11:00 am. At 11:30 am, the patient complained of nausea and 100 milliliters (ml) of normal saline solution was administered. At 11:40 am, the patient complained of chest pain (bp 190/120; p 100). At 11:50 am, the patient's bp was 207/131 with pulse of 94. At 11:58 am, the rapid response team was called, the patient's blood was returned, and the treatment was terminated. At 12:10 pm, the patient's bp was 206/143 with a pulse of 100. An electrocardiogram (EKG) was performed; however, no medical intervention was performed at patient bedside. A post treatment assessment of the patient was performed and revealed the following: the patient had no complaint of chest pain upon transfer to the intensive care unit (ICU); the hemodialysis catheter was packed with heparin as ordered for patency; the lung sounds remained unchanged with crackles auscultated bilaterally; generalized moderate edema was noted; o2 rate was 15l/min via face mask with the patient breathing "easy;" heart rate was described as "regular." The net fluid removed from the patient was 453ml. The patient was alert when transported to the ICU for further care. The patient was placed on bipap and nitroglycerin was administered at 100mcg/min via intravenous route. The patient's hd therapy was completed later in the day with a brief episode of chest pain alleviated with nitroglycerin via the sublingual route. The patient was subsequently diagnosed with unstable angina and severe three vessel coronary artery disease. The patient underwent a four vessel coronary artery bypass graft on (B)(6) 2016. As of (B)(6) 2016, the patient has remained at the hospital. Follow-up information provided by the nurse who performed the hd treatment revealed that no malfunction of any fresenius products was alleged, observed, or identified, prior to, during, or following the event. The 2008k2 hemodialysis machine was not removed from service following this event, and has continued in use without issue. The 2008k2 hemodialysis (hd) machine is not available for evaluation. The dialyzer is not available for evaluation by the manufacturer as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.